Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power. The hc alarmed system error 2367. The tsr had the hp cycle the power to get to "press go to start" and had the hp disconnect and remove the cassette. The tsr assisted the hp to clear the alarms and advised him to contact his registered nurse. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.